Event description:
In response to an alert sent out by the new jersey department of health regarding sand bags used in radiology to immobilize patients, we examined our sand bags (purchased from various vendors) and found several bags that contained metal. All future purchased sand bags will be inspected and marked prior to being placed into service.